Event description:
It was reported that the handles cracked during sterilization.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received for investigation. After inspection of the excel t-handle, the handle is broken in two pieces at the center area, cracking condition is not confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.